Event description:
IV pump was plugged into wall in pt room with primary infusion running when unit began to emit white smoke and a burning smell was noted by pts and staff. The unit was immediately unplugged and removed from the pt care area. There was no evidence of pt injury or reports of complications as a result of device malfunction. Infusion pump is approx three yrs of age and has been in use in acute care hosp facilitates throughout the life of the product.